Event description:
The patient had a right thoracotomy/decortication surgery. The surgeon was using several of the progel syringes during the case (pleural air leak sealant). As he began to inject the progel into the chest cavity, one of the syringes broke inside the syringe chamber. He was unable to get any progel out of the tip of the syringe at this point. A few shards from the syringe landed on the sterile drape. The chest cavity was inspected and no syringe shards were found. The syringe was immediately removed from the field and sterility maintained. No harm came to the patient, post-operative chest x-ray does not show foreign body in patient's chest. FDA safety report ID # (B)(4).